Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 19 (max applied load exceeded). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.